Manufacturer narrative:
Device evaluation: no allegation was made for the returned device. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing ((krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the inflation test (2). The pump was unable to move fluid from the reservoir side of the pump to the cylinder side of the pump when the pump was squeezed with no back pressure on the cylinder to the pump. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 had leak in proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; a hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. Product analysis concluded that identified pump failed functional inflation test would affect the functionality of the pump. Therefore, product analysis confirmed pump malfunction. The product record review confirmed the reported events do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of "caused traced to component failure" was chosen, as product investigation identified pump malfunction based on the identification of a pump functional test failure.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was returned with no information. Product analysis identified a malfunction of the pump that was returned.